Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. It was also reported that an unspecified cartridge error occurred, however, during troubleshooting no alerts or errors were found. There was no reported impact to the customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.